Manufacturer narrative:
Corrected information has been provided in d4 and h3. Difficult to place or position: the cause of the positioning issues was patient related due to the patients noted short aorta that required physician repositioning efforts. Low or blocked pump flow: the cause of the low pump flow was a material kink of the cannula related to the patients anatomy issues. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink was patient related due to the kink found on the returned product and the patients noted short aorta that required physician repositioning efforts. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 83 year old female patient who had been admitted in with known history of coronary artery disease, diabetes, and renal insufficiency. The pump was to support the patient during a protected percutaneous coronary intervention (pci). The pump had suction alarms observed shortly after insertion of the pump. To troubleshoot the team evaluated the pump position with fluoroscopic imaging and determined the pump to be appropriately positioned. The team did however observe the native anatomy to be complicated by a short aorta and that there was a cannula kink of the pump by the outlet. Team tried to reposition the pump to convert out of the suction, but when this did not resolve the issue the team made choice to explant and replace the pump. This second cp also had suction and again too kinked, with the physician belief that the anatomy contributed to the pump kinking. This second cp supported during the pci on a lower pump p level and was then explanted. There was a delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The patient survived.

Manufacturer narrative:
D3 has been added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been corrected, completely updated and should be considered the representation of the reported event. Patient medical history is available and was captured accordingly to b7 medical history/preexisting condition accordingly. Additionally, the device was received, and an evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced a suction alarm. Fluoroscopy was performed and confirmed the pump was in the appropriate position. The patient's aorta appeared short and the physician attempted to reposition the pump. Suction did not resolve and the cannula was noted to be kinked near the outlet. The pump was replaced with another impella cp, with the same outcome. No patient harm was reported.